Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed in the device evaluation that the subject device exhibited issues where adhesive around objective lens had a crack, inside of light guide lens had foreign objects, the distal end had residual liquid, and the server plug-in (z-block) had foreign objects. There were no reports of patient harm.